Event description:
The manufacturer received information alleging ventilator inoperative alarm occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to the machine flow sensor drift above the specification (>0.2lpm) was recorded in the device event log. In conclusion, the device's system board and machine flow sensor were replaced to address the issue. Additionally, during the evaluation of the device, error codes in relation to mcl_foc_shutdown and drift_debug were recorded in the event log and the device failed the fio2 sensor verification test. The 3 way solenoid valve was replaced to address the issue unrelated to the reported malfunction. A 4-year preventative maintenance was performed, and the muffler assembly and air inlet foam filter were replaced. The device passed all final testing.